Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar cautery instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the monopolar cautery instrument was observed to have damage to the plastic at the top. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have thermal damage on the tube adapter. An in-house hook tip accessory was installed and the electrical continuity test was performed. The instrument passed electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. Thermal damage can be the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation.

Event description:
Refer to h11 for follow-up information.